Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pocket had failed. A field service engineer reseated the row board cable and adjusted the rear chassis to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: encompass health rehabilitation hospital of nittany valley

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main cubie pocket 6.3 had failed. The customer stated that this malfunction occurs when dispensing medication to patients. However, there were no delays, adverse events or injuries reported based on this event.